Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was 8.2 mmol/l at the time of the incident. Troubleshooting was not performed. Device will return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. However, confirmed power error due to non-sleep anomaly software error.